Manufacturer narrative:
Code c21 ¿ results pending completion of manufacturing evaluation. Code 20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. Users are directed to determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprostheses using the respective sizing guide tables within the IFU. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm repair. The trunk - ipsilateral leg endoprosthesis was reportedly deployed using a ¿pushing up¿ technique. However, the right internal iliac artery was unintentionally covered by the ipsilateral limb. No further treatment was given, and the patient tolerated the procedure. The physician will continue to monitor the patient. It was reported that the patient's right renal artery occluded preoperatively, and the physician did not perform active push up proximally.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. Users are directed to determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprostheses using the respective sizing guide tables within the IFU.